Manufacturer narrative:
The insulin pump was received with missing battery icon status segments due to cracked lcd zebra connector. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of missing segments from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she is only getting one bar on her pump when she inserts a new battery. The customer stated that the alerts did not occur when she inserted a new battery. The customer stated that the replacement battery cap did not resolve the issue. The customer stated that the battery currently in use is aaa alkaline battery. The customer stated that the battery did not last more than one week. The customer will be sent a replacement pump.